Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are sticky and insulin was shoot or squirt out insulin from the infusion set rather than a slow drip. The customer¿s blood glucose was unknown. Customer stated that insulin pump had scratches on display and affect to read and also foggy. The customer stated that the insulin pump had prime process take longer. The customer stated that the insulin pump received unexplained no delivery alarm and an error code on the pump. Customer sates they changing the reservoir plastic piece chipping off. Customer stated that battery life was diminished and insulin pump was rejected new battery and battery cap was harder to screw in. The device will not be returned for analysis.